Manufacturer narrative:
Stryker product analysis center (pac) evaluated the customer's device and observed that the device would not complete its boot-up cycle. The device log was unable to be downloaded therefore, the root cause of the reported issue could not be established. The device was archived by stryker.

Event description:
The customer contacted stryker to report that their device did not provide any voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer will be provided with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not provide any voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient, if needed. There was no patient use associated with the reported event.